Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms, which were reproduced. Evaluation found the cause to be continuity on the upstream sensor tail pins (37-40). The upstream sensor was replaced to correct the condition.